Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (37 mg/dl) and juice was consumed to address the bg level. The customer thought the low bg was due to the adjustment that the healthcare provider made to the pump settings about a month ago. Tandem technical support advised the customer to discuss the low bg events with a healthcare provider.